Event description:
The male patient was (B)(6) old, weight unknown with many co-morbidities. On (B)(6) 2011, the patient was operated on to repair a ventral hernia following ileostomy reversal. The device was implanted to facilitate the repair via underlay positioning. Approximately one week later on (B)(6) 2011, the staples of the skin closure "popped" and the patient had a wound dehiscence of the midline incision exposing approximately 3 inches of the device. Part of the device appeared to have disintegrated with minimal granulation tissue present. The remaining device beneath the exposed area appeared to be intact. The patient was treated with negative pressure wound therapy for approximately 14 days and subsequently discharged. The patient was to be re-scheduled for additional surgery at a later time. A phone call on (B)(6) 2011 with a colleague of the surgeon indicated there was a probable infection present at the time of the event.

Manufacturer narrative:
The manufacturing record for this product lot was reviewed and everything was found to be in order. Although the wound dehiscence was caused by separation of the patient's skin tissue separating from the staples, the partial disintegration of the collagen-based device was probably the result of residual abdominal infection.